Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that incorrect needles were packaged with the bd precisionglide¿ needles.

Manufacturer narrative:
Investigation summary: 122 unused actual samples in sealed package were returned for evaluation. DHR review shows no similar nonconformance was detected during in-process and outgoing inspection. No quality notification was raised for similar nonconformance. Investigation conclusion: the samples were subjected to visual inspection. It was observed blunt needles were mixed with pointed needles. Root cause description: the manufacturing process was reviewed. This may have occurred when the production technician had mistakenly poured in the wrong bag of needles during the primary packaging. Rationale: CAPA 714970 is initiated to address this issue.

Event description:
It was reported that incorrect needles were packaged with the bd precisionglide¿ needles.